Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, this implantable defibrillation lead exhibited high out of range shock impedance measurements via testing with the new device. Insulation damage and lead fracture were noted at the clavicular junction. This lead was surgically abandoned and replaced. No adverse patient effects were reported.